Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the single use injector needle got blocked, during injection. Unable to puncture. The issue occurred, during an unspecified procedure. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, the subject device was discarded by the customer. No further information about the device t is available should it become available an investigation will be conducted, and a supplement will be submitted. The suggested event is detectable and preventable by handling device in accordance with the following IFU: the instruction manual contains the following descriptions, and it warns against this event. (Gk6631 rev11). ·straighten out the instrument before inspecting it. The instrument can be damaged if it is coiled while the handle is operated. ·operate the slider slowly, otherwise the tube could buckle. ·do not coil the insertion portion with a diameter of less than 15 cm. This could damage the insertion portion. ·when inserting the instrument into the endoscope, retract the needle into the sheath, hold the instrument close to the biopsy valve, and keep it as straight as possible relative to the biopsy valve. Otherwise, the instrument could be damaged. ·insert the instrument slowly. Abrupt insertion could damage the endoscope and/or instrument. ·stop using the instrument if the insertion portion bends excessively during use. This could result in malfunction, such as failing to extend the needle or inject a fluid. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer (see section b5).

Event description:
The issue occurred during a therapeutic steroid injection procedure. The procedure was not able to be completed, and the patient was on local anesthesia. There were no reports of patient harm or impact associated with this event. There were no reports of patient harm or health damage reported. There were no reports of serious deterioration in their health from the cancelled procedure nor was there any indication that the procedure was being done emergently/urgently for life-threatening reasons.